Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established the exact root cause but most likely the issue is caused by a hardware issue on the epc. Vyaire medical advised the customer that the unit mainboard needs to be replaced.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer provided the logfile data and vyaire medical technical support suggested that the unit needs a new mainboard. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the screen of bellavista 1000e had frozen. The customer confirmed that there was no patient involvement associated with the reported event.